Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint by the mechanical engineer (me) on the v60 indicating while performing preventative maintenance (pm), it was observed that the device is getting an error code 1109 machine pressure sensor auto-zero failed" message. It was reported there was no patient involvement at the time the issue was discovered. The authorized service provider (asp) evaluated the device and confirmed that the event log displayed a machine pressure sensor auto-zero failed" (1109) error message, so the solenoid valve 2 and solenoid valve 4 were replaced as a preventative recurrence. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.